Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the stimulator was not working on (B)(6) 2019 and that they had last charged on (B)(6) 2019. The patient was able to connect with her recharger, get full coupling, and the implantable neurostimulator battery was charging the first ¼ and her implantable neurostimulator was off. It was reviewed that the patient should charge the implantable neurostimulator to ½ charge before turning stimulation on. The patient had an appointment at her physician¿s office on (B)(6) 2019 because she is having to charge more often. The health care provider had indicated that her parameters can be adjusted so that she does not have to charge so often. It was reviewed with the patient that charge frequency is tied to power usage for therapy. The patient has already tried to decrease her stimulation amplitude, but that is not making a difference in her charge frequency. The manufacturer representative spoke with the patient, and the patient indicated that the patient recharged on (B)(6) 2019 and after her recharge session, her battery just shut off. She said that this has never happened before; however, as of (B)(6) 2019, the patient indicated that her implantable neurostimulator seems to be recharging normally now. It is unknown if this is just an isolated event and perhaps she did not have a good connection or a full implantable neurostimulator at the end of the battery charging session. The patient has an appointment scheduled with her health care provider in (B)(6) 2019 and is not interested in going to the health care provider¿s office any time before that to meet with a manufacturer representative because it 45 minutes away. There were no further complications reported.